Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the family informed our implant patient registry of the death. No additional information was provided.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.10 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/17/2010 and 09/22/2010); however, no additional information was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: despite our email attempts to the surgeon on (B)(6) 2010 and (B)(6) 2010 and a phone call on (B)(6) 20100 to gain further information regarding the device and event, no response or sample for evaluation was received from the health-care provider.